Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred. Customer¿s blood glucose level was 184-188 mg/dl. Customer declined to provide additional information regarding the reported issue.